Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of atypical power cable disconnect, low voltage hazard alarms and controller faults was confirmed via the submitted log file. The heartmate ii system controller (B)(6) was not returned; however, a log file was submitted for analysis. The submitted log file contained data spanning approximately 30 days (B)(6) 2021 per the timestamp). The log file captured intermittent atypical power cable disconnect alarms active beginning on (B)(6) 2021 at 17:17:27 while connected to battery power due to the rsoc voltage in the black and white power cable dropping to approximately 0 volts. The alarms resolved themselves once the rsoc voltage was restored to its expected value. Intermittent low voltage hazard alarms were also captured in the log file when the pump was attempting to restart. During this time, the rsoc voltage in both power cables was pulled down to 0 volts. The rsoc voltages restored to their expected voltages briefly; however, they dropped down to 0 volts when the pump attempted to restart. In addition, the log file captured a yellow wrench advisory alarm associated with a replace controller visual alarm due to a backup battery test circuit fault. The alarm appeared to resolve on its own and pump speed was not affected. Multiple attempts were made to obtain additional information about the reported event such as if the controllers will be returning to abbott; however, no response was given. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped to the customer on 24mar2016. Heartmate ii patient handbook rev. C), under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect, low voltage advisory/hazard alarm conditions, no external power alarm conditions, replace controller visual alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook (rev. C) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clips and 14v batteries. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting/cleaning the contacts on the 14v battery clips and 14v batteries. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook (rev. C), section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook (rev. C) section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate ii lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Heartmate ii patient handbook (rev. C) and heartmate ii instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous driveline repair reported under MFR # 2916596-2020-03982. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the emergency room on (B)(6) 2021 after dealing with system controller fault issues for a day prior to the admission. The patient cited many low flow and power cable disconnect alarms. When the patient reported parameters flows were in the mid 4.0 rpms while pulsatility index (pi) and power were in the acceptable ranges of 6-7 and 4-4.5 watts respectively. The patient had secure power connections despite the alarms, the system controller never displayed any controller faults, but the erratic behavior of the device lead to a system controller exchange. This seemed to resolve the issue. The next day, the patient called the hospital with reoccurring alarms of power cable disconnects when power sources were secure and potent. The patient called the hospital again in the afternoon of that same day stating that the backup system controller had the same issue. The patient was instructed to come to the hospital again, where a 2nd system controller exchange was performed. It was noted that the patient has a history of a driveline repair prior to this event. Log files were sent in which confirmed pump stops, low speed, and low voltage hazards that began on (B)(6) 2021. The low voltage alarms continued until the first controller exchange. The second controller captured similar events as the primary controller of low speed and pump stop events along with low voltage hazards. The patient had additional pump stops that resolved themselves indicating a phase to phase short. The patient was asymptomatic during the event. An x-ray was requested and reviewed, which found an area that looked suspicious. The patient underwent a pump exchange on (B)(6) 2021 due to short to shield causing pump stops. Related manufacturer report number of pump: 2916596-2021-04185. Related manufacturer report number of backup controller: 2916596-2021-04387.